Event description:
The customer reported that her blood glucose reached 28 mmol/l (505 mg/dl) after less than a day wearing the pod on her abdomen. She thinks that the cannula did not come when injecting the needle.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed and found to have root cause mechanism rails-wings did not captured slide insert. This lead to the cannula not inserting properly into the infusion site, contributing to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. Insulet has implemented improvements in mfg process, part design, and quality inspection.